Event description:
A report was received that the patient developed an infection in an unknown location. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was at the pocket site. Symptom of redness was noted. It was unknown if the infection was device related but not procedure related. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection in an unknown location. The patient will undergo an explant procedure.